Event description:
It was reported that within two months of implant, the patient was in the hospital for an unknown reason. The device was interrogated and several asystole episodes were noted, but the patient was asymptomatic. The episodes were described as "break away from baseline" similar to electrode loss of contact. It was noted that all episodes occurred immediately after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).